Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified. U3 solder pads and traces were torn.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
While at the bench for repair, the tech observed a power supply failure. There was no reported patient involvement.